Event description:
A 6f angio-seal mp device was used to seal the femoral arteriotomy site post percutaneous coronary intervention procedure; hemostasis was achieved. Six hours later the pt's blood pressure dropped to 40mmhg; the pt went into shock. Internal bleeding was suspected from the femoral artery, the pt received a blood transfusion, units unk, and unk surgical repair of the bleeding site. The surgeon found incomplete contact of the angio-seal anchor to the collagen. A pre-deployment angiogram prior to the angio-seal deployment was negative for calcification, the angle of puncture was less than 35 degrees, the collagen was tamped once with the tamper tube, and the tension spring was applied for 90 minutes. The rep reviewed with the physician the time the tension spring should be applied. The pt was recovering in the hosp.